Event description:
Additional information received identified that the infection was first noticed as a small pimple like bump at the ipg site. Cultures were taken but the type of infection is unknown. Reportedly, infection resolved after two rounds of antibiotic intake.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced infection at the scs ipg site. No further information is available at this time.